Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will charge and boot. A review of the downloaded receiver log did not find any errors related to the customer complaint. Global receiver functional test's, pass all relevant tests. Global communication tool software test, pass sound tests. Perform manual functional tests "try it" and passed. Open receiver case for internal visual inspection and passed. Perform speaker audio intermittent tests and passed. Measure the speaker resistance. Speaker resistance within specification. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported intermittent audio output could not be confirmed. A root cause could not be determined.